Event description:
It was reported that the system lost power between the c-arm and the workstation and displayed a charger failed error; preventing the system from booting. There is no report of injury or death associated with the event described in this complaint

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and power supply cable were evaluated and replaced. The mainframe battery packs and battery retainers were also replaced. The system was tested and found to be working as intended and returned to service.